Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, authentication process was slow on the station. The problem did not occur during quick reconnections without changing users, but occurred consistently after restarting the station, when logging in immediately after another user, or after an extended period without a connection. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.